Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor glucose and blood glucose issues. The customer also reported that they experienced high blood glucose of 400 mg/dl. The customer¿s blood glucose was 490 mg/dl. The customer¿s current blood glucose was 473 mg/dl. The customer treated with insulin pump. The drive support cap was normal. The customer stated that he went to bed and blood glucose was 146 mg/dl. At 4am sensor was showing 80 mg/dl. She checked blood glucose and it was 490 mg/dl. The customer had a peanut butter and jelly sandwich. The customer¿s blood glucose was 491 mg/dl. The product was not returned for analysis.